Event description:
It was reported that the device was dropped and sent to the biomed for evaluation. The biomed performed an output test and observed that when shocked at 360 joules, after a couple of discharges, the device smoked. After replacing the battery and testing the device, it was placed back into service; however, when the end user performed the user test, it consistently failed and the unit had logged multiple error codes. The customer also indicated that the device was not able to deliver therapy. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.